Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 236 mg/dl while the sensor glucose reading was 64 mg/dl. The customer stated that the pump went into threshold suspend. The customer tried to calibrate and received changed sensor alarms. The product was returned for analysis.

Manufacturer narrative:
We evaluated one opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Also found cannula bent. We were unable to confirm customer received sensor in said condition due to customer returning sensor opened/used.